Event description:
It was reported via repair work order that the brakes would not engage due to pins missing causing the brake pedal to be out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.